Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of a broken display. Analysis also found that the upper case was damaged, the lower case and side bail covers were broken, the battery release, ring cover, battery drawer and keyboard were contaminated and that the battery contacts were compressed. (B)(4).

Event description:
It was reported that the screen on the external pulse generator was broken. The generator was returned for service. No patient com plications have been reported as a result of this event.